Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint of defective tip. The teflon pad was found melted, split and twisted off, exposing metal underneath. The probe also had char marks, and a small portion of the gold colored insulation on the outer jaw was nicked off. Based on similar reports, a potential cause for the mechanical and thermal damage to the teflon pad, probe and general jaw area is operator¿s technique. The instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during an unknown procedure, the tip of the device was defective. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another new thunderbeat device.